Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer experienced elevated blood glucose (value not provided) and diabetic ketoacidosis that did not require medical intervention. During follow up attempts made by tandem technical support, customer¿s declined to provide additional information or troubleshooting.